Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated frequently no or intermittent response by button press (all button). The customer stated that the device was not dropped or exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. Unable to perform the displacement test due to no button response. The insulin pump received with partially broken reservoir tube lip, cracked reservoir tube missing o-ring, cracked battery tube threads, cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked case at the reservoir tube window corner, cracked reservoir tube window, missing end cap sticker, and stained lcd resilient cover.